Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd IV extension set experienced blockage. The following information was provided by the initial reporter: unable to flush any fluid through tubing.

Manufacturer narrative:
Correction: this complaint is a duplicate of MFR#: 9616066-2022-01036. Information pertaining to this complaint, 9616066-2022-01058, has been captured in 9616066-2022-01036. MFR#: is void as a result.

Event description:
It was reported that the bd IV extension set experienced blockage. The following information was provided by the initial reporter: unable to flush any fluid through tubing.